Event description:
The customer reported to olympus, the bronchovideoscope had buckling, wrinkling, crushing, cutting of the flexible pipe part. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: indication on connecting tube had a disappeared area (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the reportable malfunction identified in b5, indication on connecting tube had a disappeared area (1mm2 or more). Additional non-reportable findings from the evaluation were: connecting tube had a wrinkle, connecting tube had a dent, connecting tube had a buckling, bending section cover had a scratch, bending angle in up direction did not meet the standard value due to wear of angle wire, forceps couldn't be inserted smoothly due to damage on channel tube, channel cleaning brush could not be inserted smoothly due to damage on channel tube, ight guide bundle had breakage, control unit had a scratch, scope cover had a scratch, switch box had a scratch, grip had a scratch, angulation lever had a scratch, up/down angulation lever plate had a scratch, universal cord had a scratch, protector of universal cord on control section side had a scratch, and suction connector had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "marking disappearance on insertion tube 1 mm or more" was caused by stress of repeat use and external factors or handing. The event can be detected/prevented by following the instructions for use which state: 3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.